Event description:
It was reported that a patient underwent joint replacement procedure on (B)(6) 2023 and barbed suture was used. The suture was broken when the surgeon attempted to sew joint capsule. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). The following information was requested, but unavailable: what is the lot number? Investigation summary the product was returned for evaluation. Visual inspection evaluation was conducted on the returned device. The returned sample determined that one opened sample that pertain to the product code sxpp1a406 was received for evaluation. During visual inspection of the returned sample, the suture was noted to be cut in two sections probably caused by a surgical instrument. In addition, damage and deformations were noticeable in the barbs. Crimping marks were observed on the suture surface that could be caused by a surgical instrument. As per the conditions of the returned sample, no functional test could be performed. The condition of the sample received indicates improper handling of the device. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of surgical instruments, such as needle holders and forceps. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.